Event description:
It was reported the atrial lead implanted on the right side, was tunneled to the left side and within approximately a month and a half of implant it had dislodged. The lead was removed and replaced with a longer lead for tunneling. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix was distorted/bent, there was blood in/on the helix mechanism and there was apparent explant damage.